Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the physician witnessed blue pixels in a bowtie effect. It was noted that it was difficult to view the thermal data. The laser power was lowered and we came off the foot pedal that it did not help mitigate the issue. The user also let off the foot pedal once the cold pixels were witnessed. The physician performed a biopsy performed prior to the ablation procedure. There were no patient complications reported in relation to this event.